Event description:
The patient underwent an interventional procedure. The physician attempted arteriotomy closure with a prostar xl 10 fr. Device. The device was deployed and three of the four needles presented for removal. The physician attempted to back down the needles but was unsuccessful. Fluoroscopy revealed one of the needles was stalled in the barrel of the device. The physician deployed a second time with similar results. The physician removed the three presenting needles and then broke the barrel to extract the fourth needle. Closure was successful and the patient recovered without injury.